Event description:
During a cardiopulmonary bypass procedure, the user observed the centrifugal control module display was not functioning as expected. The user noticed that random numbers began showing on the display. The device was not in use during the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.